Event description:
During the transfemoral tavr for a 23mm sapien 3 valve, resistance between devices occurred. When the delivery system was inserted into the sheath, resistance was strong. The delivery system was able to be inserted with force. The circumferential tear was confirmed on the sheath tip upon removal. No vascular complication occurred. The access vessel was wide enough to accommodate the sheath.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr for a 23mm sapien 3 valve, resistance between devices occurred. When the delivery system was inserted into the sheath, resistance was strong. The delivery system was able to be inserted with force. The circumferential tear was confirmed on the sheath tip upon removal. No vascular complication occurred. The access vessel was wide enough to accommodate the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d9, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned sheath revealed the following: the sheath shaft had some curvature. The strain relief was slightly wrinkled. The liner was fully expanded as designed and the tip opened. The distal tip was torn radially along the liner edge. The tip opened along the axial score line, as designed. All score lines were present, as per specification. Stretching was observed along the tip tear/opening. There were gouge marks on the inner diameter above the tear. Dimensional and functional testing were unable to be performed due to condition of the returned device (distal tip torn, and sheath shaft fully expanded). Evaluation of the images provided for this complaint confirmed the presence of tortuosity and calcification in the sheath access vessels with vessel sizes appropriate for use for the 14f esheath (-5.5mm). Post-procedural image of the esheath shows the distal tip torn. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for difficulty advancing the delivery system through the sheath and sheath distal tip torn were confirmed. No manufacturing non-conformance was identified on the returned device. The review of the device history records and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of manufacturing process supports that the sheath has proper inspections in place to detect issues that could be related to the events. A review of the IFU and training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, -the circumferential tear was confirmed on the sheath tip upon removal-. A distal tip tear was confirmed through imaging evaluation and returned device inspection. While a definitive root cause was unable to be determined, a previous investigation of similar complaints performed by edwards lifesciences indicated that the improper tip expansion may be a contributing factor in radial tip tearing, resulting in interference between the valve and sheath tip. The esheath tip is scored so the tip will open during sheath expansion when the delivery system is being passed through the sheath. As such, the distal tip tear may be related to improper expansion of the sheath tip during thv advancement. A CAPA was previously opened to capture the investigation of this type of events. Per the complaint description, -when the delivery system was inserted into the sheath, resistance was strong. The delivery system was able to be inserted with force-. It is unknown at what region of the sheath resistance was experienced; however, per the procedural training manual, push force can vary due to patient factors such as calcification and tortuosity. Tortuosity can create non-axial insertion of the delivery system through the sheath while calcification can impede the sheath-s ability to transiently expand and the tip to open. Both factors can contribute to the resistance experienced. Additionally, the improper tip expansion could have also contributed to the experienced resistance. Therefore, patient factors (calcification, tortuosity) and/or procedural factors (improper expansion of the sheath tip during thv advancement) could have contributed to the resistance experienced. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.